Manufacturer narrative:
The device was returned to olympus for inspection and the reported broken cable failure was confirmed. In addition, the following malfunctions were identified: light guide bundle was slightly interrupted and weakened. Based on the results of the investigation, it is likely the following led to the malfunctions: broken cable was caused by the component failure of the universal cord and the light guide bundle interruption and weakness is caused by the component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the rigid video scope cable cover exhibited break and the device insertion part's light guide bundle exhibited slight interruption and weakness. The issue occurred during set up for use. There was no patient harm reported.